Event description:
It was reported that patient underwent an ankle arthroplasty procedure on (B)(6) 2012. Subsequently, radiographs taken on (B)(6) 2012 revealed the ankle locking nail was fractured. There has been no reported revision procedure; however, the surgeon reported that a revision procedure is necessary. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number two states, "bending or fracture of the implant."